Event description:
On (B)(6) 2010, pt reported her infusion device get wet with rain, and then the bottom part of the display screen would not display anything. She continued to use the infusion device and hoped it would dry. Infusion device was not submerged in water but did get "pretty wet" from rain. There was no visible damage to display or moisture or water behind the screen. Correct type of battery was being used in infusion device. Pt inserted a new battery and the infusion device started as normal. Pt noticed a horizontal black line extending from one end of the display to the other. Black line did not appear until battery change, but she could then see the bottom half of the display. Pt was unable to see basal delivery amount over the previous few days while wearing the infusion device. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue. Infusion device was replaced and requested for eval.